Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
This onboard battery was not in use in a patient's freedom driver. The customer reported that when the freedom onboard battery was placed into the freedom battery charger, the freedom onboard battery would not display a charge level after charging for hours. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom onboard battery was not in patient use. In addition, the freedom driver has a redundant power source of external wall power.

Manufacturer narrative:
(B)(4).

Event description:
The onboard battery was not in use in a patient's freedom driver. The customer reported that when the freedom onboard battery was placed into the freedom battery charger, the freedom onboard battery would not display a charge level after charging for hours. The freedom onboard battery was returned to syncardia for evaluation. The reported fault condition was verified through analysis of the recorded data and testing; the battery did not charge, provide power output or display a charge level because it was permanently disabled by its internal safety circuitry. The root cause was that the battery was subjected to an over-discharge event. It is unknown how the over-discharge event occurred, and this is to be considered as an isolated event for this battery. The over-discharge event caused the cell imbalance, cuv/puv and high lifetime cell voltage conditions. The freedom onboard battery s/n (B)(4) was taken out of service. This failure mode poses a low risk to the patient because the battery was in the battery charger and not in use in the patient's freedom driver at the time of the customer-reported issue. Additionally, the freedom driver has multiple redundant power sources (e.g., external power via ac power supply and car charger) and patients are provided with several freedom onboard batteries. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.